Event description:
The pt reportedly experienced a decrease in performance and sound perception problems. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The pt continued to be monitored by the center. In 2005 the pt was seen for device evaluation. Testing was inconclusive. A decision was made to explant the pt's device. Surgery to explant the pt's device is to be scheduled.